Event description:
It was reported that this pacemaker was explanted due to premature battery depletion and being unable to be interrogated. The patient experienced bradycardia. This product has returned for analysis. No additional adverse patient effects were reported.